Event description:
It was reported that st elevation occurred. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. A few minutes after the closure device was deployed, small st elevations were noted and resolved on their own. The device was then released and successfully implanted. Origin of st elevations is unknown; no air was noted during implant. The patient woke up feeling fine and has since been discharged home.